Event description:
An elevated coat-a-count irma psa pt result was reported on a pt sample. This result was questioned because it did not agree with the pt's historical psa values which have been normal. It is unk if treatment was altered, due to the elevated psa result. There was no report of adverse hlth consequences due to the elevated psa result.

Manufacturer narrative:
No further eval of the device is required. An urgent field safety notice has been sent to customers to inform them that this prod has been discontinued.